Event description:
An endurant abdominal stent graft system was implanted via the percutaneous approach in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm approximately one month ago. The vessels had mild tortuosity and mild calcification. The final angiogram revealed there were no endoleaks. It was reported that during recovery the patient's haemoglobin dropped. An angiogram was performed and revealed that there was a retroperitoneal hematoma. The patient was taken to surgery for exploration and there was a pin hole (retroperitoneal hematoma) on the right distal external iliac artery and the common femoral artery. The physician extended the initial cut down and repaired the pin hole with a suture. The physician stated that the cause of the trauma to the vessel was likely caused by the pro-glide sheath that was used for the percutaneous approach. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (vessel trauma). Caused by another drug/device (sheath). Conclusion: another device caused failure (sheath).